Manufacturer narrative:
Engineering complaint review: a manufacturing review was performed in regards to this report and the only material used in manufacturing that may have resulted in this complaint is the internal hydrophilic coating of this device; this device was not returned for evaluation. This physician was not concerned by this occurrence and continued to treat the patient with this device and discarded after successful use. This is being reported out of caution as it is not possible to determine what the debris may have been and due to this patient risk/harm cannot be determined.

Event description:
While flushing during the preparation for use a small visible piece of plastic appearance approximately 1x2 mm in size. The physician continued the procedure using this device unconcerned and the patient was treated without adverse event.